Event description:
Patient infection reported after use with an unknown olympus endoscope. No additional information. A request for additional information is in progress to clarify if gif-hq190 is the specific device involved.